Event description:
It was reported that a small volume folfusor had leaked from the ¿pink section.¿ this was observed after compounding with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between november 1, 2014-november 3, 2014. The device was returned and evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection on the device (via the naked eye) and noted fluid inside the package the device was returned in due to an untightened blue winged luer cap. Functional leak testing was performed on the device with no issues noted. No signs of leakage were found from the pink coil cap of the unit. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.